Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - veritas study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant. It was also noted pericardial effusion was present at start of procedure. It was noted the patient's left atrial pressure measured 7mmhg, and the left atrial appendage depth measured 30mm. Patient was administered heparin during procedure with an activated clotting time (act) of 538s. It was noted 1-2 hours post-procedure, patient complained of chest pains and echocardiography noted a large pericardial effusion. It was also reported patient was in setting of hypotension. Cardiac tamponade was confirmed. A decision was made to emergently perform a pericardiocentesis and 600cc of bloody fluid was drained.